Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen display appeared black and had multiple colored lines displayed on the left side. There was no impact to customer's blood glucose level. Customer stated that they will be using a back up pump for insulin therapy.